Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit was not displaying an image at all and an e322 error was present. Additionally, a leak and a pixel defect were noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned her olympus 4k autoclavable camera head due to it displaying a distorted image. According to the initial reporter, this failure was not noted during a procedure. During the device evaluation, it was discovered that no image was present and the unit was displaying an e322 error code. This report is being submitted to capture the lack of image and error code noted during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a black screen with error code e322 most likely due to a faulty cable causing a communication failure. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.